Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the unload switch was at the home position and there was no visible damage to the exterior of the adapter. Functionally, the unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 4 of 50 procedures remaining. The adapter was connected to a representative handle running v29.5 software and the device displayed a yellow swimlane. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The representative reload was recognized but could not be articulated or clamped. The adapter was removed and reconnected to gen2. No new errors were recorded. A review of the system logs showed that the "device is not authentic". It was reported that the device could not be used due to adapter error of yellow exclamation mark above the adapter yellow swim lane. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, while preparing, the device could not be used due to adapter error of yellow exclamation mark above the adapter yellow swim lane. To resolve the issue, a manual ultra stapler was used. There was no patient involvement. Medtronic's initial evaluation of the returned product found the authentication error was a corrupt authentication code.

Manufacturer narrative:
Concomitant medical products: sigphandle - sig power sigphandle handle, serial# unknown, sigpshell - sig power sigpshell control shell, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.